Event description:
Device 2 of 3. Reference MFR report #: 1627487-2012-05087. Reference MFR report #: 1627487-2012-05089. The pt received her scs sys on (B)(6) 2010 including an ipg, a percutaneous lead, and a paddle lead. It was reported the amplitude auto-reduces when she attempts to increase the intensity. Allegedly, the ipg flipped in the pocket and both leads are coiled around the ipg. The pt is scheduled to undergo surgical intervention on a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.